Event description:
It was reported that during a cori assisted tka surgery, while registering the femur, the entire model appeared. However, it would not allow them to see where they were registering. They used the green points to see where they were painting. The procedure was completed without delay using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. Screenshots confirmed the entire femur bone, including the shaft and articulating surface appeared to have the solid, yellow mesh in the femur free collection screen. The most likely cause of the reported issue is a known software issue associated with the mesh generation. A software bug has been identified for this issue and is under further investigated by the software engineering team. Refer to the real intellignece cori for knee arthroplasty user¿s manual. During the free collection stage, points are collected by tracing on the surface of the bone with the point probe. Cori updates continuously to fit the virtual bone surface to the free collection points, displayed as green points, as they are collected. The collected (green) points and the virtual bone surface can be viewed or hidden by toggling their respective buttons on the left of the screen. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.